Event description:
Faulty IV extension tubing leaked blood all over. Registered nurse believes there was a hole in it. Tubing too contaminated to keep, but packaging was kept. Velano vascular ext stabilized extension set (ref 201-0016; lot 9453666; expiration date 11/22/2025).